Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("adjust belt" and "check therapy pad" messages) was confirmed. Upon investigation, the trunk cable connector's pin 14 to the front pulse wire was broken, causing the reported messages. The root cause for the broken connector pin was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the patient was receiving excessive "adjust belt" and "check therapy pad" messages.